Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 21dec2020.

Event description:
It was reported that the ventilator had an alarm. There was no patient involvement. The service engineer (se) inspected the device and found that the unit's tidal volume was too high and the near end pressure pipeline was disconnected. The se replaced gas delivery system (gds) and reconnected the pipeline. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed.